Event description:
It was reported that a failed occlusion test at 9.69 (during testing/no patient injury) was experienced.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed seal and housing intact. Upon inspection, customer problem was duplicated. Found fluid ingression on the downstream sensor. Downstream sensor was replaced.